Event description:
It was reported that the pump was alarming. A confirmed pump motor stall and motor stall recovery were recorded in the event logs. When the hcp read the event logs, it was noted that there were multiple pump motor stalls and recoveries. The patient experienced increased pain, nausea and vomiting. The pump was explanted. The pump was used to deliver dilaudid, clonidine and bupivicaine.